Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va1vpyt, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency it was reported that the patient developed an infection after stage 1 and the lead was removed and patient was put on antibiotic. No further complications were noted or anticipated.